Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 920mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer stated that she took the insulin pump off right before being hospitalized. Customer was treated with manual injection. It was also mentioned that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.